Manufacturer narrative:
On 08/09/2021 the implantcast gmbh received the message that the safety screw m10/1 sw5 has loosened after lying for about two years. As a result, the agilon® screw m6/22.5mm has also started to loosen. The treating surgeon decided to replace only the safety screw m10/1 sw5 and tighten the agilon® screw m6/22.5mm again. The affected safety screw has not been received by the company. Since there are no photographs of this product too, it has not been possible to carry out an optical inspection. The available medical data does not indicate a possible cause. The production records of the safety screw in question and the combined agilon® metaphyseal component were examined. They were flawless and showed no deviations. On the basis of the currently available data a technical cause could not be determined. The current occurrence rat is below the threshold defined in the risk management. Since this is the only incident of this type in the 3-year period considered, there is currently no trend.

Event description:
On 08/09/2021 the implantcast gmbh received the message that the safety screw m10/1 sw5 has loosened after lying for about two years. As a result, the agilon® screw m6/22.5mm has also started to loosen. The treating surgeon decided to replace only the safety screw m10/1 sw5 and tighten the agilon® screw m6/22.5mm again.